Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028 we checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd module. In addition, we confirmed that insertion flexible tube (ift) broken, insertion flexible tube (ift) leaky, light guide cable fluid damage, lg cable connector housing fluid damage, lcb distal cover glass fluid damage, ae cable fluid damage, air/water feeding valve fluid damage, control body fluid damage, forward body cover fluid damage, body cover grip fluid damage, side body cover fluid damage, and biopsy inlet t-piece fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)